Manufacturer narrative:
The glidescope gvm monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and was unable to confirm the "intermittent image" issue. The technical service representative noted that the video image was normal when the gvm monitor was connect to a known, good, test baton. The camera image quality test was performed and passed. The glidescope gvm monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image would intermittently disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.